Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment. The operator decided not to troubleshoot the arterial needle, and did not perform rinseback. Resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing troubleshooting or completing rinseback of the pt's blood. The user's guide provides adequate instructions for troubleshooting air alarms and instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cartridge was not returned for eval. The exact cause of the arterial air alarm cannot be determined. The user's guide states possible causes of the alarm as loose connection or disconnection at the arterial access, air in saline for priming, bolus or rinseback, poor flow through the access, or clamped pt line. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed no add'l info will be provided.